Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal metal stent insertion procedure performed on (B)(6) 2009. According to the complainant, following partial deployment of the ultraflex esophageal stent, the deployment suture became snagged preventing full deployment of the stent. The physician removed the stent and delivery device and the procedure was completed with another ultraflex device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).